Manufacturer narrative:
Correction e3, d10, g3.

Event description:
The customer reported that the red led near power button stays illuminated and indicates the device is in watchdog state. The customer reported that they talked to tech support and they recommended unit be sent in for logic board repair/replacement. No patient involvement is noted.

Event description:
The customer reported that the red led near power button stays illuminated and indicates the device is in watchdog state. The customer reported that they talked to tech support and they recommended unit be sent in for logic board repair/replacement. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12apr2019 to the present date 21dec2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the red led near power button stays illuminated and indicates the device is in watchdog state. The customer reported that they talked to tech support and they recommended unit be sent in for logic board repair/replacement. No patient involvement is noted.